Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer understood.